Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported the patient's right hip was revised due to dissociation of the head from the stem. The stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.